Event description:
It was reported that the foleys with the chambers were kinked right above the chamber, slowing urine drainage. The way it was kinked and will not straighten out.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter maintenance - secure the foley catheter, use the statlock foley stabilization device if provided - maintain a closed drainage system by utilizing pre connected, sealed catheter tubing junctions. - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Directions for use: use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foleys with the chambers were kinked right above the chamber, slowing urine drainage. The way it was kinked and will not straighten out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.